Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the reducer seal was opened before use on the pt. There was an abdominal air leaked when the forceps was inserted through the device. The doctor used the device by holding the leaked part and the operation was finished without any problem. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.